Event description:
The handheld and programming software was returned and product analysis. An analysis was performed on the handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was not verified. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
A vns consultant reported that he was at a programming physicians office and their handheld computer freezes intermittently but was not given specifics of when the freezing occurs or on what screen. The site knows how to troubleshoot for communication issues and they do not believe this is a communication issue.the site is returning the handheld for analysis. Thus far the handheld has not been returned.